Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the trial was initiated on 2024-sep-11 it was reported that the patient experienced no communication/cant communicate. Troubleshooting was performed and the patient was advised to select end session and reattempt the connection. When this did not work patient was advised to hold down the power button on the ens device for 15 seconds to reestablish communication. This also did not work. The cause of the event was not known. The issue was still ongoing.